Event description:
When hanging nightly IV lipids, the 1.2-micron filter was not filling all the way / finishing priming (with 2 different sets of IV tubing). When writer notified pharmacy, writer was told that certain filters haven't been working correctly lately. It seemed to be the IV tubing sets with lot # (10)22125416. Pharmacy noted of this. Writer was able to get tubing with a different lot number from the pharmacy that worked well. Patient was never hooked up to faulty tubing.